Event description:
It was reported that during reprocessing of the mega needle driver instrument, the wire on the instrument was sticking out. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable on one side of the distal clevis was derailed from the distal idler pulleys. The yaw motion was non-intuitive as a result. The other cables at the wrist were not damaged. Failure analysis investigation also found that th distal end of main instrument's main tube had various scratch marks with light material removal. The scratches were .015 - .032 in length and were not aligned with the tube axis. It was concluded tht the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.